Manufacturer narrative:
Device evaluation by MFR: returned product consisted of an nc quantum apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No defects were detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed, 16mm x 3.00mm, concentric, de novo target lesion with a significant bend of <=45 degrees was located in the left circumflex artery. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured due to calcification. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient status was stable. It was further reported that the balloon ruptured during initial inflation at 16 atmospheres for 15 seconds.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed, 16mm x 3.00mm, concentric, de novo target lesion with a significant bend of <=45 degrees was located in the left circumflex artery. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured due to calcification. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed, 16mm x 3.00mm, concentric, de novo target lesion with a significant bend of <=45 degrees was located in the left circumflex artery. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured due to calcification. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient status was stable. It was further reported that the balloon ruptured during initial inflation at 16 atmospheres for 15 seconds.